Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer became aware of a dreamstation auto CPAP device with a complaint that the patient's elbow got burned and blistered from the hot adapter of the device. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.